Event description:
It was reported that noise was observed on the atrial lead. The noise was reproducible with isometric testing. The lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.